Event description:
The technician found the brakes are ratcheting while in brake mode. The bed is located in the bed shop at the facility. There was no patient/user injury reported. This report was file din our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the cross shafts are worn, possibly due to normal wear and tear. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake mode. Test the steer mode to determine if the foot end casters lock in the steer mode. Check the tires for cuts, wear, tread life, etc. The technician replaced the cross shafts to resolve the issue. Based on this information, no further action is required.